Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the fenestrated bipolar forceps instrument jaws were misaligned. When opening and closing the jaws of the instrument, each jaw did not match the other alignment. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port fenestrated bipolar forceps instrument was analyzed and the reported failure was replicated and confirmed. The instrument was found to have a bent lower grip, causing side to side misalignment of the grips. There was a 0.024¿ offset at the tips. Additionally, the instrument was found to have the lower grip molded insulator broken. The broken piece measuring approximately 0.030" x 0.065" was missing and not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
On 01/25/2024, the robotics coordinator, responded via e-mail and additional information was obtained about the complaint: the instrument issue with misaligned jaws was noticed prior to use on a patient. The patient was not involved. Patient demographic information was not provided.

Event description:
Refer to h10/h11 for follow-up information.